Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of only the anvil of an eea 25mm single-use stapler opened by the account. The anvil of the instrument was observed to be not tilted and separated from the instrument. However, one of the retainer legs of the anvil was observed to be bent. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a low anterior resection when the anvil was loaded onto the handle one of the three anvil legs was flexed outward and the anvil did not fix onto the center shaft of the handle properly. The surgeon attempted to straighten the legs back to the original position with forceps; however, it did not work. There was unanticipated tissue loss when the rectum was resected with cautery knife to remove the anvil. A new anvil was opened to continue. Last patient's status: good. Operating time extended: less than 30 min. Nothing fell into the cavity. No bleeding.